Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device resulted in "no disposable" alarm issues. No additional information is available. It is unknown if there was no patient, or clinician injury associated with this event.